Manufacturer narrative:
Nevro is awaiting the return of the stylet. The lead remains implanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the stylet tip broke off when the stylet was removed from the lead during an implant procedure. The physician was able to remove the stylet tip without incident. No injuries were sustained by the patient. The procedure was completed with no further reports of complications and the patient is currently receiving effective pain relief from the device.

Manufacturer narrative:
The device was returned for analysis. Visual inspection of the returned device confirmed that the hub was no longer attached to the stylet. Functional testing was performed and the device operated to specifications. Since the lead was not returned the root cause could not be determined. The manufacturing records were reviewed and no nonconformities were found.